Event description:
Device issue: difficult to advance, needle to cuff miss. Time to device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the device was difficult to advance and resulted in suture pulling out of the device. The device was removed and a non-abbott device was used to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4). The device was received. Investigation is not complete.